Event description:
It was reported that the customer was experiencing high blood glucose even after healthcare provider made some adjustments to basal settings. Customer stated that there were cracks by battery compartment and screen corners. Customer stated that she also changed the infusion set. Customer's blood glucose was from 330 mg/dl to 400 mg/dl. Troubleshooting was done. Customer's blood glucose was 304 mg/dl. The insulin pump passed the high pressure test. The insulin pump was working as designed however due to physical damage the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched liquid crystal display window and scratched reservoir tube window.